Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection confirmed a fiber break, as the product was received fractured into two pieces. The fiber tip and connector were examined microscopically and no anomalies were observed, with only normal tip degradation noted. Functional testing was performed and successfully passed. Review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications at the time of manufacture. The device instructions for use (IFU) instruct users to inspect the fiber for kinks, punctures, fractures, or other damage prior to use and to return the fiber if damage is observed, and further warn that a damaged fiber may result in accidental laser exposure, injury to personnel or patient, and/or fire in the treatment room. The reported adverse effect of a burn is a known risk associated with use of the device as indicated in the IFU. The most probable causes for the moses fiber breaks remains under investigation; therefore, a conclusion code of cause not established was assigned.

Event description:
It was reported that, the fiber broke during procedure causing a small burn to the patient right inner leg just above the knee, which needed treatment or intervention and caused temporary harm. There was no further information provided.

Event description:
It was reported that, the fiber broke during procedure causing a small burn to the patient right inner leg just above the knee, which needed treatment or intervention and caused temporary harm. There was no further information provided.